Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the probe is casting a shadow on all images. Tried probe on several different sr8's and the problem follows the probe.